Event description:
Patient had an alert for an rv defib impedance of 9 ohms with a threshold of 20 on (B)(6) 2020 (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).